Event description:
The handpiece overheated during a procedure and the patient received a minor thermal burn injury to their lower right lip. The injury is expected to have healed normally and there has been no need for additional medical treatment reported.